Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer had broken rails. A field service engineer (fse) stated that the customer reported difficulty in pushing and pulling the drawer. Fse performed troubleshot, found that the drawer rails and difficult to open close. The drawer was replaced, and testing was resumed. The user verified proper drawer operation by performing inventory counts, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer not open and close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h6 imdrf annex a grid. A supplemental MDR was submitted to reflect the correct imdrf annex a grid.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not open and close. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.